Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 that screw removal extractors were broken and damaged during a difficult hardware removal of an unknown proximal femur plating construct. They are planning to replace all of the damaged pieces. The broken pieces were all successfully removed. The procedure was successfully completed. The patient outcome was unknown. This report is for one (1) conical extraction screw. This is report 1 of 1 for (B)(4). This complaint is linked to complaint (B)(4).